Manufacturer narrative:
The phaco handpiece was received for evaluation. The returned handpiece was connected to a calibrated system. System message (sm) [tune failed, loose tip] displayed when the phaco handpiece attempted tuning. Disassembling the phaco handpiece revealed, moisture ingress within the electrode chamber. Unrelated to the reported event, moisture ingress was found to cause a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the phacoemulsification handpiece becomes very warm. Procedure details and patient impact have not been reported. Additional information has been requested but not received.